Event description:
In an abstract titled "interspinous devices and the treatment of lumbar spinal canal stenosis. Is there a valid alternative or only supplement to established operative techniques?", the following was reported: sixty three pts who had been treated with interspinous devices were identified retrospectively: 22 pts had received x-stop, 25 inspace and 17 diam; eight out of 63 pts received add'l decompression, stabilization or interspinous device explantation in a second operation; seven out of those 8 pts, who underwent a second operation, had received decompression and an interspinous device during the first operation. It is unk which interspinous device was implanted in these eight (8) pts. No add'l info was provided.

Manufacturer narrative:
Report source: abstract titled: "interspinous devices and the treatment of lumbar spinal canal stenosis-is there a valid alternative or only supplement to established operative techniques?", by j. Gempt, m. Stoffel, n. Buchmann, a. Grams, b. Meyer, c. Stuer. Device not returned, internal review of literature.